Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the harmonic ace disposable insert fell inside the patient. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during use of the stapler instrument, the silicon part of the cannula seal where the stapler instrument was installed broke and fell inside the patient. The broken piece of the cannula seal was retrieved during the same surgical procedure. The user installed another cannula seal and reinstalled the same instrument and continued with the procedure. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the fragment fell into peritoneal cavity. The surgeon used another instrument to retrieve the fragment and a post-operative test was not required. The reporter added that the stapler instrument sheath used with the stapler instrument during the event may have been damaged when it was inserted into the cannula; however, the stapler sheath will not be returning for evaluation as it was already disposed. It was noted that the IFU states that the endowrist stapler cannula seal is used in conjunction with the endowrist stapler instrument and the endowrist stapler cannula kit. To use, attach the disposable seal securely to the top of the stapler cannula before use. Ensure that the seal is visibly seated around the circumference of the cannula bowl. Always use a smooth, controlled motion to insert and remove the compatible products through the cannula.

Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) received the cannula seal involved with this complaint and completed the device evaluation. The cannula seal was returned fully disassembled into its individual disassembly components. Visual and microscopy inspection identified that the internal septum seal was broken apart into two components. It was indicated that under this condition, the septum seal can pass through the duckbill of the seal if an instrument was inserted into the entry port of the cannula seal. Further inspection found tearing and excessive wear along the edges of the septum seal. The septum seal was pieced back together and no material appeared to be missing. The known common cause of this failure is attributed to user mishandling/misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Event description:
Refer to additional for follow-up information.